Event description:
It was reported that customer experienced a sticky pump button that made it hard to open pump screen menu. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.